Event description:
A hospital in (B)(6) reported that the tubing of an opt314 optiflow junior nasal cannula split about an inch and a half from the nasal prongs and the patient's finger became caught and cut. No further patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint opt314 cannula was received at fisher & paykel healthcare new zealand for evaluation and was visually inspected. Results: the right tube was found to be damaged approximately 25mm from the cannula tube joint. The spring metal was not exposed. The tube has been crushed (pinched) around the area of the break. Conclusion: the damage observed was most likely caused excessive by pulling on the tubing and crushing it. A lot check was not performed as lot information was not provided. All optiflow junior cannulae are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are currently taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is put aside for further investigation. One sample per oven batch of heat treated tube is also subjected to a tensile test to ensure that the tube remains intact and a load of 10 newtons is exceeded. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: - ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. - appropriate monitoring must be used at all times. - do not stretch or crush tube.